Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed (B)(6) results while using architect (B)(6) confirmatory (B)(6). The following data was provided for the same patient. Sid (B)(6). Specimen 1 initial 1.11 s/co ((B)(6)), multiple repeats ranged from 228 to 550 s/co ((B)(6)), confirmatory testing was (B)(6). Specimen 2 initial 0.24 s/co ((B)(6)), confirmatory testing was (B)(6). Specimen 3 initial 0.17 s/co ((B)(6)), confirmatory testing was (B)(6). The patient had arthroscopy, and specimen 1 was drawn pre-operatively and specimens 2 and 3 were drawn post operatively. The customer stated the patient received anticoagulant therapy after surgery, and did not report the medication was changed due to the (B)(6) results. No impact to patient management was reported.